Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under medwatch MFR report #2916596-2017-00793. (B)(4). Approximate age of device ¿ 2 years. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the morning of (B)(6) 2017 the patient¿s lvad system experienced several pump stoppages while the patient was admitted for gastrointestinal bleeding. The system controller was exchanged; however, another pump stoppage occurred. The events occurred while the lvad was connected to the power module. An ungrounded power module patient cable was utilized, and no additional alarms occurred. No clinical symptoms were reported. Log files reviewed by the manufacturer¿s technical services representative confirmed the pump stoppages, and x-rays of the driveline were found to be unremarkable. A distal end percutaneous lead (driveline) replacement was performed. No additional pump stoppages were able to be produced. No additional information was provided.

Manufacturer narrative:
Approximately 12 inches of the percutaneous lead (driveline) from the connector, was returned for evaluation. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified from approximately 2 to 3.5 inches from the metal connector. Visual inspection identified a breach in the insulation at approximately 2.5 inches from the metal connector on the black wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The reported pump stoppages would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module.